Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to reload her pump when she received a compromised forced sensor alarm. Her blood glucose was unknown. During troubleshooting, the customer stated that the pump was alarming compromised forced sensor alarm. She stated that the drive support cap was normal and that she had not pressed the cap while connected. The customer was advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to the back-up plan per her doctor¿s orders. The customer was advised that the possible cause of the compromised forced sensor alarm was that the forced sensor occurred during seating and that it did not detect the reservoir. The pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. No unexpected a33 alarm. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip and cracked lcd window.